Manufacturer narrative:
Notes: d4 - device lot number provided is incorrect, ud1#, expiration dates are unknown. D7 - explant date is unknown. H4 - manufacture information is unknown. Device is not manufactured by us and was not returned for evaluation by complaintant.

Manufacturer narrative:
Brand name -asku and model number-asku. Information was requested from the customer but was not provided.

Event description:
Per complaint (B)(4), during post operative check, patient experienced failure of implant to integrate.